Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a heavily calcified and mildly flexuous 75-90% occluded lesion in segments 6-7 of the left anterior descending artery (lad). An asahi caravel mc microcatheter was used with a kusabi catheter exchange catheter (kaneka medics) to replace unspecified guide wire with a rotawire (boston scientific), which successfully crossed the lesion. The subject caravel mc microcatheter was removed. While a rotablator atherectomy system (boston scientific) was in use, an object that looked like a radiopaque tip segment of the subject caravel mc was found left. Therefore, the object was removed together with the rotablator atherectomy system. The procedure was successfully completed. The physician commented that the distal segment of the subject caravel microcatheter might have been trapped by the kusabi catheter exchange catheter as the catheter exchange catheter was manipulated without visual observation. It was informed that there were no health hazards caused to the patient by the reported event.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19m) distributed in the us. The reported caravel mc microcatheter and the concomitantly used rotawire wire were returned for investigation. The returned caravel mc microcatheter was found cut at approximately at 44mm proximal to the proximal end of the tip polymer segment. The returned rotawire wire was found cut at approximately 70mm from the wire tip. The tip polymer segment of the subject caravel mc microcatheter was found firmly adhered on the shaft of the rotawire wire. Microscopic observation found that the tip of the caravel mc microcatheter was ruptured at approximately 3mm distal to the proximal end of the tip polymer segment. The proximal rupture end of the caravel mc microcatheter was found with exposed blades as well as coming out of the inner jacket, which were traces of stretching of the tip polymer. The rupture end of the tip fragment of the caravel mc microcatheter was found with circumferential cracks, which were traces of stretching of the tip polymer. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tension generated with catheter manipulation might have been locally applied to the subject caravel mc microcatheter while its distal segment had been caught by the concomitantly used catheter exchange catheter. Consequently, the distal tip polymer segment was stretched and torn off. Although it was concluded that this event was not attributed to product quality, it was concluded that possibility of some fragment to be left in situ could not be completely ruled out should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications]: 3) do not use this microcatheter in advanced calcified lesion. [Warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.). This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.). [Malfunction and adverse effects]: separation.